Manufacturer narrative:
Initial phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had an impurity inside the pump. The device had been filled with fluorouracil 3950 mg in 115 ml sodium chloride. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 07, 2022 - february 08, 2022. H10: the device was received for evaluation. Visual inspection revealed a brown, irregularly shaped, elastomeric particle, approximately 0.6mm at its longest linear length, that was encapsulated within the bladder material. Ft-ir chemical characterization of the pm by ft-ir showed the particle to be consistent with polyisoprene. Polyisoprene is the material of the bladder material. The reported condition was verified. The cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.